Manufacturer narrative:
Device evaluation: follow-up report submitted to document no product return. Log files for analysis unavailable, no product analysis possible.

Event description:
It was reported that the user facility is having sporadic leg length issues. It is alleged that the user facility is not aware if it's navigation or their error. It is reported that the user facility has requested that the sales representative check equipment calibration. The amount of variance was not reported. It was reported that there were no surgical delays or medical intervention needed.

Event description:
It was reported that the user facility is having sporadic leg length issues. It is alleged that the user facility is not aware if it's navigation or their error. It is reported that the user facility has requested that the sales representative check equipment calibration. The amount of variance was not reported. It was reported that there were no surgical delays or medical intervention needed.